Manufacturer narrative:
Visual, functional, material and dimensional analysis could not be performed as the device was not returned. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. As no devices or x-rays were available for evaluation, the root cause could not be determined conclusively. Non-union may have contributed to the failure, however, it could not be determined if fusion was achieved.

Event description:
It was reported that a pyrenees constrained cervical 3 level plate fractured post-operatively. Revision surgery was performed to remove and replace the plate.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that a pyrenees constrained cervical 3 level plate fractured post-operatively. Revision surgery was performed to remove and replace the plate.